Event description:
A report of no flow of solution, while using a flo-gard volumetric infusion pump, was received. According to the reporter, there was no patient injury associated with this report. No add'l clinical info was able to be obtained.